Manufacturer narrative:
The events of fluid drainage and "did not incorporate" are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device will not be returned as it has been discarded. Therefore, no analysis or testing can be done.

Event description:
Physician reported bilateral seri® surgical scaffold "did not integrate". Seri® was used to support concomitantly placed silicone gel breast implants. On (B)(6) 2016, seri® surgical scaffold was placed ¿as a sling¿. The patient experienced ¿fluid drainage¿ on (B)(6) 2016 and underwent exploratory surgery to address the drainage on (B)(6) 2016, at which time seri® was found to be "non-incorporated." On (B)(6) 2016, left side seri® scaffold was removed. No integration was noted and the entirety of the product was explanted.